Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during code blue and after intubation, the healthcare provider discovered the tube was malfunctioning. The tube was removed and found a crack.